Event description:
The emergency room (ER) physician reported an overdose. At the pump refill on the previous day, (B)(6) 2012, the drug contents were changed and since then the patient had become more and more somnolent overnight. The physician did not have the details of the drug change that was made but was told by the managing physician to decrease the daily dose from 0.75ml to 0.65ml. The ER physician did not have a programmer to make the change. The pump was delivering hydromorphone, clonidine, bupivacaine and baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk, product type catheter. (B)(4).